Event description:
It was reported the insulin pump spontaneously alarmed motor error. The device was dropped and bumped. The display was blank. Alarm reoccurred several times. Customer's blood glucose was 23 mmol/l. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump had a cracked and bleeding lcd glass, minor scratches on display window, cracked reservoir tube lip and a missing end cap sticker. Unable to test for motor error alarm and blank display due to lcd damage. The motor was tested outside of the device and passed.